Event description:
The patient claimed her blood glucose during the night has been between 400-572 mg/dl since she recently started on the pump on (B)(6) 2012. During the day time, she reportedly is able to correct his blood glucose with bolus insulin via the subject pump and/or syringe. Her current blood glucose is 159 mg/dl. During the time of concern, she has had severe headaches and increase lethargy and is very irritable. Further investigation during troubleshooting revealed the patient's basal rate as incorrectly set since her basal rate should be at least 2.0 units per hour as opposed to the 0.025 per hour as seen in the basal setting. During troubleshooting, the animas representative assessed the patients alleged blood glucose excursion by evaluating the animas pump. The date and time was confirmed to be accurate. The pump delivered insulin accordingly and no inaccurate delivery issue was found. There was no product misused. The animas representative concluded there was no pump malfunction associated with the alleged event. The patient was advised to check with her hcp for further evaluation of the pump settings. The patient is on the backup plan. This complaint is being reported due to possible use error and because the patient had elevated blood glucose over 500 mg/dl while on insulin pump therapy. It is unclear how the patient's basal rate was incorrectly set within the pump.

Manufacturer narrative:
Follow-up #1 date of submission 06/24/2014-product analysis:the pump has been returned and evaluated by product analysis on 06/17/2014 with the following findings:the complaint could not be duplicated or confirmed during investigation. A review of the pump¿s black box revealed data from the complaint date of 08/25/2012 had been overwritten due to continued use. The pump¿s total daily dose basal history appropriately corresponded to the pump¿s programmed basal rate. The pump successfully completed a prime sequence, and 24-hour exercise test without issue or alarm. A delivery accuracy test was performed, finding the pump to be delivering within specification. Unrelated to the complaint, time and date resets were observed in the black box data. Evaluation revealed the internal clock battery on the printed circuit board had failed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.